Manufacturer narrative:
Correction, h4: device manufacture date: 10/28/22 to 11/04/22. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r the reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2023. Initial reporter first name - (B)(6) correction/removal report number: 1019003-02/01/2023-001-r should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The reporter stated the cause of the peritonitis was unknown; however, it was noted the minicaps "were drier than usual". It was not reported the patient was hospitalized for the event. The patient was successfully treated with unspecified antibiotics for the event. Action with pd therapy was not reported. No additional information is available.